Event description:
(B)(4). I got the device put in in (B)(6) 2010. At first everything was ok but then about (B)(6) 2014 my monthly cycle started being off track. I started getting really bad cramps. My cramps were so bad I would double in half. The pain in my lower back go real bad as well. I started bleeder worse and having blood clots